Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for cuff is (B)(4) and for the pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. The pressure regulating balloon (prb) exhibited a fluid leak originated from a perforation. The prb was explanted and replaced. No patient complications were reported.